Event description:
It was reported that "the catheter was inserted in operation room and there was no leakage. However, there was a leakage at the proximal lumen after sending back the patient from operation room to ICU". The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen catheter for analysis. Signs of use were observed on and within the catheter. Functional testing and visual analysis revealed a small hole in the proximal extension line extrusion. Microscopic analysis confirmed the damage, and the edges of the hole appeared smooth and uniform, which is consistent with damage resulting from contact with a sharp instrument (i.e. Scissors, scalpel, etc.). No other damages or anomalies were observed with the catheter. The hole in the proximal extension line measured 72mm from the juncture hub. The proximal extension line outer diameter measured 2.13mm, which is within the specification limits of 2.13mm - 2.21mm per proximal extension line extrusion product drawing. The proximal extension line inner diameter measured 1.4224mm, which is within the specification limits of 1.42mm - 1.50mm per proximal extension line extrusion product drawing. The catheter was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe filled with water was attached to each extension line. The distal and medial extension lines flushed as intended. Leaking was observed from a hole in the proximal extension line when it was flushed. A manual tug test confirmed all lumens were secured to their respective hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon two lot numbers taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with these kits warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed through investigation of the returned sample. Functional and visual inspection revealed a hole on the proximal extension line 72mm from the juncture hub. The edges of the hole were smooth and appeared consistent with damage resulting from contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The catheter met all relevant dimensional requirements. A device history record review was performed based on two potential lots, and no relevant findings were identified. Based on these circumstances, it was determined that unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.